Manufacturer narrative:
Concomitant medical product: w1tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were explanted and a temporary pacing lead was placed and connected to a temporary device. The device and leads were later replaced. No further patient complications have been reported as a result of this event.